Event description:
It was reported that pump declared alarm 20 during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy, and no further issues were reported.